Manufacturer narrative:
(B)(4). Date of event: only event year known 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the surgeon was using powered echelon for sigmoid resection. Surgeon fired stapler and the stapler would not stop running or firing. Never turned off. After a couple minutes of waiting for it to turn off, the battery was removed, and the stapler stopped firing. The stapler was removed in normal fashion, donuts were checked and all intact. The washer was cut, and half was in anvil and other half in stapler housing. Was reported that metal was protruding from stapler which appears to be knife blade. Leak test was performed and passed. A stitch was used to reinforce anastomosis as a precautionary step and another leak test performed and passed again. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2022.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. D4: batch # 322a59. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to cincinnati pi lab evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cdh29p device was returned with no apparent damage. The device was returned without staples. A green check mark did not illuminate after a battery was inserted, and the device was then loaded and fired into a test skin. The device fired continuously afterwards, replicating the failure reported. The device was disassembled to verify the condition of the internal components and, was determined that the cause of continuous firing and lack of full knife detraction were due to the d4 damaged solder joints. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.